Event description:
Hospital advised that during an infusion of dopamine and levophed, the pump stopped infusing and did not alarm. When the nurse observed this, she attempted to remove the set from the instrument and it was jammed. She then obtained a new set, primed it and infused the drugs on gravity. She also administered a bolus of both drugs to bring heart rate and blood pressure down to the levels they were prior to the event.